Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, before or at the time of tissue resection, the product did not clamp properly, it would not close completely. Surgeon changed to another product to complete the case. There was no patient injury.